Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that the smart device and receiver lost connection with the transmitter on (B)(6) 2015. Dexcom representative advised patient's father to reset the device which was unsuccessful. Dexcom representative asked patient's father if the bluetooth icon stopped blinking before he started the sensor session and patient's father said no. Advised patient father to stop sensor session and allow the bluetooth icon to stop blinking and then start session. Patient father inserted new sensor and transmitter is connected now successfully on bluetooth. No additional patient or event information is available.